Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 400 mg/dl due to infusion set not being inserted correctly. Customer stated that insulin pump rejected new batteries and insulin pump buttons stick and had to be pressed 2 to 3 times. The customer stated that insulin pump had no delivery alarm. The device will not be returned for analysis.